Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left radical nephrectomy, after clamping the left kidney artery and put it on safety, the device was not able to fire. It was also noted that stapler was unable to open.